Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that no drips were seen at the end of the tubing or patient line during fill tubing. The customer loaded a new cartridge and received a cartridge alarm 5 and cartridge alarm 6. Also, it was reported that a minimum fill message occurred with multiple cartridges after the cartridges were filled with 150 to 200 units of insulin. Reportedly, the customer's blood glucose level was 403 mg/dl. The customer indicated that they would obtain backup manual injections after contacting their healthcare provider.